Event description:
It was reported that the patient¿s device was not being effective and wanted to change programs. The patient was on program 2 at 5.2v and did not know how stimulation got down to 5.2v because it was initially higher. The patient was able to change to program 3 during the call and increased stimulation to a comfortable level. There was no patient symptoms or complications reported regarding this event. No outcome or intervention was reported regarding this event. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ldr6, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).